Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation.  Once the investigation has been completed, a supplemental medwatch will be submitted.  If additional information should become available, a supplemental medwatch will be submitted accordingly.¿

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip on the attachment device was damaged, the ball bearings were worn out and the craniotome bracket was damaged. It was further determined that the device failed pretest for vibration (ball bearing), lock operation (rattling sound) and visual assessment (bracket). It was noted in the service order that the device was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.